Event description:
Major pump unit(s) involved: external control system failureadditional text: hmii battery clipspecific component(s) involved: other component malfunction, specifyadditional text:other component: battery clip misthreading to power cablescausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : replaced battery clipimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: other component malfunction, specify